Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection was performed, and it was observed that the guidewire was bent and detached at distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06sep2024. It was reported that the tip of the guidewire was bent. A 200cm x 10cm fathom -14 guidewire was selected for transcatheter arterial chemoembolization (tace). However, upon unpacking, it was noted that the tip of the guide wire was bent. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the guidewire was detached at distal tip.